Event description:
It was reported the device was dropped, and the lcd is broken. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of liquid crystal display (lcd) being broken. Analysis also found that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release and lead flex cover was contaminated, the battery contacts were compressed, the ring and two side bails were missing, the battery drawer was broken, and the encoder flex was out of specification.